Event description:
The customer reported the battery does not charge intermittently. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the battery does not charge intermittently. No pt involvement was reported. A philips field service engineer evaluated the device and verified the failure. He determined that the cause of the problem was that the battery eject button was very dirty. To resolve the issue, he replaced the battery eject pc assembly. The device passed all testing and remained at the customer site.